Event description:
It was reported that the device seal was peeled off. A 25cm/1.60mm 7f guidezilla ii catheter guide extension was selected for use. Upon delivery, it was noted that the product seal was peeled off. No patient complications were reported.

Event description:
It was reported that the device seal was peeled off. A 25cm/1.60mm 7f guidezilla ii catheter guide extension was selected for use. Upon delivery, it was noted that the product seal was peeled off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The box and inner pouch were visually examined. Inspection found the blue label on the outer box was lifted off the box. A photo attached to the complaint record depicts the blue label lifted off the outer packaging as identified during analysis confirming the reported event. Product analysis confirmed the reported event as the blue label was lifted off the box.